Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas and reported that call service alarm [064] had been emitted by the pump more often than expected by the user. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Date of submission 29-may-2018 the device has been returned and evaluated by product analysis on 21-may-2018 with the following findings: review of the alarm history confirmed the alleged call service alarm. On investigation, the call service 064-0001 motor stall during rewind was duplicated and found to be caused by the piston being frozen on the lead screw because of a stripped piston insert. .